Event description:
It was reported that the patients ipg pocket site was painful. The patient underwent a revision wherein the ipg was relocated and remains implanted. The patient was doing well postoperatively.